Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had their spinal cord stimulator removed on (B)(6) 2009, because the device moved and ¿wasn¿t working¿. The patient stated that it kept giving them shocks and was still giving them shocks. It was asked but was unknown when the event occurred. The patient indicated that they needed to get ready for an MRI and would need to call back with the rest of the information and to update their registration. No further complications were reported/anticipated.

Manufacturer narrative:
Due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer 2019-03-05. The patient thinks maybe a lead was left in because she still experiences shocking sometimes, not like the zings she got when ins was implanted. The patient thought the entire system was removed, then thought maybe only the stimulator/battery were removed. No further complications were reported/anticipated.